Event description:
The account alleged that the brake/steer caster is not holding when in brake. After replacing the caster the issue is worse.

Manufacturer narrative:
Repairs have not been completed.